Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease. Patient had infection in this area two years prior. Possibly bone still not fully recovered from this infection. Dentist placed implant under ideal conditions >35 ncm torque, but failed upon attachment to denture.